Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged necrosis and bruising are related to the prevena restor bella·form¿ incision management system. The physician states the right breast with thicker skin had a successful application and the right breast with thinner skin had negative results. Device labeling, available in print and online, states: for maximum benefit the prevena restor¿ incision management system should be applied immediately post surgery to clean surgically closed wounds. It is to be continuously applied for up to a maximum of 7 days. It can transition home with the patient. The prevena restor¿ incision management system will not be effective in addressing complications associated with: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. The prevena restor¿ incision management system should not be used to treat open or dehisced surgical wounds. V.a.c.® therapy should be considered for treatment of these wounds. Consider using the smallest available canister for the selected v.a.c.® therapy unit. The prevena restor¿ incision management system should be used with caution in the following patients: patients with fragile skin surrounding the incision as they may experience skin or tissue damage upon removal of the prevena¿ dressing. Patients who are at an increased risk of bleeding from the incision associated with the use of anticoagulants and/or platelet aggregation inhibitors.

Event description:
On 09-sep-2019, the following information was reported to kci by the physician: the patient was placed on a prevena restor bella·form¿ incision management system. The physician stated right breast with a thicker skin had a successful application. The left breast with thinner skin allegedly had negative results due to the complete coverage of this area along with constant -125 mmhg pressure. On (B)(6) 2019, kci reviewed the images provided which exhibited bruising and possible necrosis. On (B)(6) 2019, the following information was reported to kci by the physician: the patient underwent a breast reconstruction with flap due to the necrosis allegedly caused by the prevena restor bella·form¿ incision management system. The prevena restor bella·form¿ incision management system lots numbers have not been provided and the product was not returned, therefore, a device evaluation and a device history review could not be performed.